Event description:
During functional testing, the device displayed a "pacer fault 116" message and a "defib fault 72" message. The device was powered off and then powered back on and the reported problem could not be reproduced. There was no patient involvement in the reported malfunction.